Manufacturer narrative:
The device was not returned for evaluation. The commander delivery system is designed to be compatible with a standard 0.035 inch guidewire to enhance trackability. The nose tip is designed to be atraumatic and provide better anatomical crossing, while providing a gradual dimensional increase. Articulation of the system is also instrumental in trackability to the target treatment zone. The ability to articulate allows the catheter to traverse the aortic arch over an 0.035 inch guidewire with minimal interaction between the delivery system nosecone, crimped thv, patient vasculature and calcification that may be present. Flex articulation is designed to occur in one direction with minimal deflection from the flex plane. Catheter deflection angle, and deflection plane are verified for effectiveness. Flexion of the commander delivery system is validated, as articulation of the system is also instrumental in navigation through the anatomy to the target treatment zone while minimizing vascular interaction, including traversing the aortic arch, as well as crossing the native or surgical bioprosthetic in the most achievable, non biased form. System materials are specified through design requirements, while manufacturing and packaging procedures include 100 percent inspection for loose fragments. Edwards has provided guidelines and instructions to physicians on visualization, assessment, and preservation of the vasculature, adequate preparation of the vasculature, the optional use of predilitation of the target valve, and proper use of flexion while performing navigation through the anatomy in the IFU and training materials refresher training. In addition, edwards physician training program includes case observation review, proctor qualification and refresher training. Review of prior closed similar complaints that were able to be confirmed indicates that patient and or procedural factors can contribute to difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus bioprosthesis. Patient factors such as calcification, tortuosity, small vessel size, or preexisting vascular stent may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during tracking. Proper use of the guidewire is important as it serves to guide the delivery system during tracking and crossing of the anatomy. As such, poor guidewire positioning and or loss of guidewire placement may cause the delivery system to interact with patient anatomy, leading to difficulty tracking crossing. Additionally, navigating over a kinked guidewire or incorrectly sized guidewire may cause resistance between the guidewire and guidewire lumen, leading to difficulty tracking crossing. Finally, excessive manipulation of the flex wheel may cause misalignment between components of the flex assembly within the delivery system handle, damaging the components and causing resistance or inability to fully flex the delivery system, leading to difficulty crossing the aortic arch and or native annulus bioprosthesis. In this case, the complaint was unable to be confirmed. Investigation results suggest indicate patient factors (anatomical factors.) May have caused or contributed to this complaint event. No edwards defect or manufacturing non conformance that would have contributed to the reported event was identified. No IFU training deficiencies were identified. Therefore, no further escalation is required. All complaints are reviewed against control limits. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. H3 other text : not returned.

Event description:
As reported by an edwards lifesciences affiliate in columbia, regarding a 26mm sapien 3 valve in pulmonary position by transfemoral venous approach. The patient was scheduled for a valvuloplasty, stent placement and valve implantation. During the procedure, after the pre-dilation, there were difficulties advancing the edwards lifesciences commander delivery system through the implanted stent due to anatomical malformations. Patient hemodynamics were unstable and the procedure was aborted. The system was removed without difficulties. The patient was then moved to surgical pulmonary valve replacement. The surgery was without complication and the patient was noted as to be stable. The perceived root cause of the event was patient anatomical factors.